Event description:
3 year old male undergoing a tonsillectomy and adenoidectomy. Sustained a bovie burn in the mouth while resident was handling the bovie to stop bleeding. Bovie pad was in place and there appeared to be no metal touching the area that sustained the burn.